Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered. Vascular access was obtained via the vein side with antegrade approach. The 90% stenosed target lesion was located in a shunt of a moderately tortuous and moderately calcified left upper arm vessel. After a guidewire was advanced to cross the lesion, an 8.0 x 40, 75cm mustang balloon catheter was selected for use and advanced to dilate the lesion. However, the tip of the balloon catheter was stuck with the stenosed lesion. Dilation was performed with an es balloon catheter and post dilation was performed with an nse balloon catheter which then completed the procedure. No patient complications were reported and the patient's status was good.